Manufacturer narrative:
Sensor (B)(6)has been returned and investigated. The sensor plug is fully seated and no issues were observed on sensor patch. Extracted data from the returned sensor using approved software. The sensor was found to be in sensor state 6 (indicating early termination). No failure modes were observed with the sensor plug upon visual inspection. Sensor state 6 with a event logs 21 is an indication that the sensor had terminated due to an error. The observed event logs correspond with a brownout reset which indicates an issue with the power circuitry. The sensor was further investigation and sensor was de-cased. No issues were observed upon visual inspection of the pcba (sensor¿s printed circuit board assembly). The battery was measured and was found to be within specification. Therefore, this issue is confirmed to brown out reset. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A "replace sensor" error message was reported with the abbott diabetes care (adc) device in use with doogiee s98 pro phone, android 12 operating system and app version 2.11.2.11107 and the customer was unable to obtain glucose readings. As a result, the customer experienced ¿low glucose¿, a seizure and was able to self-treat; however, treatment was not specified. There was no report of death or permanent impairment associated with this event.

Event description:
A "replace sensor" error message was reported with the abbott diabetes care (adc) device in use with doogiee s98 pro phone, android 12 operating system and app version 2.11.2.11107 and the customer was unable to obtain glucose readings. As a result, the customer experienced ¿low glucose¿, a seizure and was able to self-treat; however, treatment was not specified. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
Sensor (B)(6) has been returned and investigated. The sensor plug is fully seated and no issues were observed on sensor patch. Visual inspection has been performed on the sensor plug assembly and no failure modes were observed. Extracted data from the returned sensor using approved software. The sensor was found to be in sensor state 6 (indicating early termination). Sensor state 6 with an event logs 21 is an indication that the sensor had terminated due to an error. The observed event logs correspond with a brownout reset which indicates an issue with the power circuitry. The returned sensor was further investigated and de-cased. Performed an internal visual inspection on the sensor¿s pcba (printed circuit board assembly); no issues were observed. The returned battery voltage was measured to be within specification range. An extended investigation was performed. Visual inspection has been performed on the returned de-cased sensor, no issues were observed. Data was extracted from the returned puck and it was observed that the sensor puck to be in sensor state 6 with event code 21 at time of termination, 15507 minutes, which was an indication that the sensor had terminated due to an error. A visual inspection was performed on pcba (printed circuit board assembly), no issues were observed. The returned battery voltage was measured to be within specification range. It was determined that the cause of the sensor error message was due to a brown out reset (bor) caused by power loss during the investigation. Therefore, this issue is confirmed to brownout reset. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A "replace sensor" error message was reported with the abbott diabetes care (adc) device in use with doogiee s98 pro phone, android 12 operating system and app version 2.11.2.11107 and the customer was unable to obtain glucose readings. As a result, the customer experienced ¿low glucose¿, a seizure and was able to self-treat; however, treatment was not specified. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
An extended investigation was conducted. The customer reported replace sensor error message. The reported issue was investigated. Per the abbott diabetes care compatibility guide, the reported configuration of [doogee s98 pro] is not compatible with the customer's reported application. The latest revision of the compatibility guide is available to the customer on the abbott diabetes care website. Sensor (B)(6) has been returned and investigated. The sensor plug is fully seated and no issues were observed on sensor patch. Visual inspection has been performed on the sensor plug assembly and no failure modes were observed. Extracted data from the returned sensor using approved software. The sensor was found to be in sensor state 6 (indicating early termination). Sensor state 6 with a event logs 21 is an indication that the sensor had terminated due to an error. The observed event logs correspond with a brownout reset which indicates an issue with the power circuitry. The returned sensor was further investigated and de-cased. Performed an internal visual inspection on the sensor¿s pcba (printed circuit board assembly); no issues were observed. The returned battery voltage was measured to be within specification range. Therefore, this issue is confirmed to brownout reset. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A "replace sensor" error message was reported with the abbott diabetes care (adc) device and the customer was unable to obtain glucose readings. As a result, the customer experienced ¿low glucose¿, a seizure and was able to self-treat; however, treatment was not specified. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
Sensor investigation: the most probable root causes associated with this failure mode are disconnected, faulty or damaged components, software/data corruption, or misuse. However, mitigations are in place to reduce and prevent such issues. All vital manufacturing steps are validated, monitored, and verified during manufacturing to ensure the system is in conformance with the verified design. All vital functions are monitored by the system and, when necessary, function is suspended to safeguard against inaccurate results. Labeling is provided to instruct the user on the intended use of all vital parts of the system to minimize misuse. All complaints and complaint trends are investigated to determine if there is a product defect/ deficiency. If a product defect/ deficiency is identified, a risk evaluation is completed and compared to the risk management report, to ensure the risk profile has not changed. Additionally, as a part of abbott¿s post-market surveillance process, all risk evaluations with associated complaint data are reviewed annually to determine if the risk profiles have changed as compared to the product risk management reports. These monitoring processes ensure that all product risk profiles remain acceptable and have a positive benefit/ risk ratio. The product has been requested back for investigation and the customer agreed to return the device; however, at this time product has not yet been received. An extended investigation has been performed for the reported complaint and determined that there was no indication that the product did not meet specification. The device history records (dhrs) for the freestyle libre sensor and freestyle libre sensor kit were reviewed and the dhrs showed the freestyle libre sensor and sensor kit passed all tests prior to release. If product is returned, a physical investigation will be performed per adc's established processes and procedures and a report will be submitted upon completion of investigation. Software investigation: the most probable root causes associated with this failure mode are software/data corruption or misuse. However, mitigations are in place to reduce and prevent such issues. All vital functions are monitored by the system and, when necessary, function is suspended to safeguard against inaccurate results. Labeling is provided to instruct the user on the intended use of all vital parts of the system to minimize misuse. All complaints and complaint trends are investigated to determine if there is a product defect/ deficiency. If a product defect/ deficiency is identified, a risk evaluation is completed and compared to the risk management report, to ensure the risk profile has not changed. Additionally, as a part of abbott¿s post-market surveillance process, all risk evaluations with associated complaint data are reviewed annually to determine if the risk profiles have changed as compared to the product risk management reports. These monitoring processes ensure that all product risk profiles remain acceptable and have a positive benefit/ risk ratio. The customer experienced ¿replace sensor¿ error with the freestyle librelink application. The reported issue was investigated and the reported configuration of [doogee s98 pro] is not compatible with the customer's reported application. The compatibility guide is available to the customer on the abbott diabetes care website. All pertinent information available to abbott diabetes care has been submitted.